Event description:
A user facility reported that the evis exera ii ultrasound gastrovideoscope is leaking at the distal end during reprocessing. During a standard service inspection of the customer returned device, the adhesive was peeled off or was cracked. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The adhesive peels off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. In addition, distal end biopsy channel perforation, connector water leakage, bending section cover sharp edge, bending tube shorten/deformed, guide pipe loosen, probe unit piezo elements defective, and suction cylinder nut painting peeling were observed. Lastly, scratches were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred due to stress and/or handling the device. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.